Event description:
It was reported the patient was not receiving effective stimulation post-operatively and was receiving unwanted abdomen, stomach and rib stimulation. X-rays revealed the lead had migrated. Subsequently, the lead was repositioned an effective therapy was restored.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.